Event description:
The pt was admitted for shortness of breath, fever, altered mental status and respiratory failure. He was given a nebulizer treatment via a pulmanex hi-ox mask with an aerosol adapter. The nebulizer attachment was mistakenly placed in the exhalation port, while the nebulizer port remained cap. The pt was found with decreased responsiveness and required intubation and transfer to ICU.

Manufacturer narrative:
No sample was received for evaluation; therefore, the exact cause for the issue reported could not be determined. One case of retention samples were reviewed by the mfg facility and all samples were appropriately manufactured and packaged. A review of the instructions for use for the product state the proper setup and use of the mask. The most likely cause for the issue reported is due to user error during setup. This is the first report for this reported issue received by the manufacture.